Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to an infection. No additional details were provided. Additional information has been requested but has not been made available. The device was discarded in the operating room.

Manufacturer narrative:
(B)(4). Device not available for analysis.